Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to subsidence of the tibial baseplate (possible cause or contributor for subsidence not reported to rep). A size 4 triathlon baseplate and 4x9 cs insert were revised to a universal baseplate with stem and a new insert (there are no allegations against the revised insert). Rep reported that no further information will be released by the hospital or surgeon.